Event description:
The customer stated that when her blood glucose was tested at the hospital, her reading was 120 mg/dl. She also tested her glucose using the elite xl meter and received a reading of 40 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips and meter are to be returned for evaluation, and replacement products will be sent.